Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 5 days since the bravo procedure took place and the capsule was still attached to esophageal wall. Pt complained about severe chest pain. The doctor received the required information including a technique to detach a retained capsule.